Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicated that patient underwent surgical intervention on (B)(6) 2024, where both the leads were explanted and replaced with a paddle lead. Reportedly, effective therapy was restored.

Event description:
Related manufacturer reference number:3006705815-2024-02313. It was reported patient experienced ineffective coverage of therapy as both the lead shad migrated. Surgical intervention is pending to address the issue.

Manufacturer narrative:
B3 - date of event is estimated.